Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms were received. Cartridge and infusion set were changed; occlusions were resolved. Blood glucose was over 400 mg/dl. Tandem technical support reviewed the pump logs and observed that the pump supplies were changed on (B)(6) 2018.